Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the issue was verified during our evaluation. It was found that the main board was at fault and was replaced to remedy the issue. Further evaluation of the main board found that the transformer was at fault, and the board was scrapped. No emerging trend based on similar reports.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.